Manufacturer narrative:
Additional information: g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. According to the reporter, prior to use, the device was not sealing properly. There was no patient involved. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was not sealed properly. There was no patient involvement.